Event description:
The reporter stated that the surgeon was inserting a 21.0 diopter single piece silicone lens with a msi-pm injector and the lens tore. The lens was removed and replaced with another model lens with no pt injury. The reporter stated it was due to the injector and cartridge.